Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that prior to use on a patient, the vela ventilator ventilation experienced a transducer fault. The event log was reviewed and showed xdcr fault (2.0.693). The customer advised there was no patient involvement associated with this event.